Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing infusion supplies, with blood glucose reaching 241 mg/dl for approximately 2.5 hours while using the ilet system with a contact detach infusion set, and the user noted the device attempted corrections without achieving target range. Symptoms included high blood glucose. Outcomes included no medical intervention, no back-up therapy, and no ketone testing, and there were no acute health effects. Troubleshooting included advising an infusion site change; the user planned to replace the site when able and requested additional training. Investigation included complaint assessment and user education. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion site or set-related effectiveness issues, although no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.